Event description:
It was reported that the external pads test falls. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A phillips field service engineer evaluated the device and clarified the symptoms as a "defib test: fail/external paddles" message. The symptom was confirmed. The problem was isolated to the therapy pca. The therapy pca was replaced to resolve the issue. The device was returned to the customer after passing all required testing.